Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the battery was at eri or eos and the longevity was not met, cause was unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia via internal globus pallidus (gpi). The ins was replaced (B)(6) 2018 due to suspected premature battery depletion after reaching eos in (B)(6) after approximately 9 months. It was unknown what external factors contributed to the event. The ins was programmed at 3.1 v, 90 usec pulse width, 160 hz on 1-, 2-, 3+. Therapeutic impedance was 544 ohms (5.533 ma). There were no out of range impedances noted prior to, during, or after ins replacement. No further complications are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.